Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to perform a coronary angioplasty by right radial access. A hi-torque balance-heavyweight guide wire was advanced with resistance due to the anatomy. Several attempts were made to advance the guide wire from the radial artery to the brachial artery. The guide wire was withdrawn with resistance due to the anatomy. During withdrawal maneuvers the guide wire tip separated in an extra vessel site. The separated portion remained in the radial artery near the distal right radius epiphysis. No additional medical intervention was performed to remove the separated tip from the anatomy. During the following doppler check the radial artery seemed to be open, without hematomas and arterio venous fistula. The right hand was well perfused. The patient was not symptomatic; however, the patient was hospitalized for clinical monitoring. There was no clinically significant delay in the procedure. No additional information was provided.